Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was used as a temporary pacing lead in the inter jugular vein before a dual left bundle branch lead was implanted. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the explanted lead was used as a temporary pacing lead in the inter jugular vein before a dual left bundle branch lead was implanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.